Manufacturer narrative:
The field complaint of a frozen screen was not verified as the event could not be reproduced. No additional findings not related to the event description. The operating system and software was re-installed. All tests were performed per procedure.

Event description:
During a threshold test, the programmer froze and caused a loss of pacing and asystole in a pacemaker dependent patient. The programmer was replaced after the event, but no further intervention has been performed at this time. The patient was stable.